Manufacturer narrative:
On 17feb2016, the r&d project manager performed a visual inspection of the retrived item and commented as follows: the tip (torx t20) of the screwdriver is broken. The functionality of the alif screwdriver straight (03.30.10.0004) to insert and temporary fix the screw into the plate is compromised. The mean failure of the torx t20 occurs with torque higher than 9nm. The maximum torque that can be applied on the screw according the surgical technique is 5.5nm+/-10%. The alif screwdriver sleeve assy is without any deformation. The breakage of the tip (torx t20) of the screwdriver can be cause by the application of an uncontrolled torque on the screw during insertion together with a lateral bending.

Manufacturer narrative:
On (B)(4) 2016 it was prepared a final report with the information already submitted in the previous reports. On (B)(4) 2016 the report was sent to the initial reporter and the case was closed.

Manufacturer narrative:
Batch review performed on 21 december 2015: lot 1410921: (B)(4) items manufactured and released on 16 july 2014. No anomalies found related to the problem. 1 similar event reported on the same lot (MDR 2015-00086). Not yet received.

Event description:
During alif surgery, the tip of the screw driver with ref 03.30.10.0004 broke. The surgeon as usual inserted the implant and when screwing the screw as written in surgical technique the tip broke off without any remarkable sing something might be wrong. Anyway he could complete surgery successfully using the screw driver with cardan joint. No patient/user harm. Instrument available (going to return to medacta for investigation).